Manufacturer narrative:
The associated complaint packaging was returned and evaluated. A visual inspection of the returned packaging indicated damage to the inner and outer tyvek lids, confirming the stated complaint. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however, we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery, the packaging is damaged and there is a sterility issue. Device was not used and there was no injury. It is unknown how the surgery was concluded.